Manufacturer narrative:
This report is filed december 12, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain sensation and a hematoma around the implant side followed by a performance decrement with device use subsequent to receiving an MRI. The issue could not be resolved and the implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.